Event description:
Patient with worsening sob/doe [shortness of breath/dyspnea on exertion] and lightheadedness and abnormal stress test EKG [electrocardiogram] portion. Procedure was uncomplicated and the patient was discharged to home the same day.vascade vcs device failure while attempting to use to close right femoral artery. Vendor notified and lot number pulled from supplies.